Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 178 mg/dl. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to perform a 5.0u fixed prime. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that the insulin exited, but there is greater than normal resistance when he attempted the plunger push. The customer is being sent a replacement set.